Manufacturer narrative:
There was no visual damage to keypad. 'Ok' button intermittently was responsive and 'up/down/contrast' buttons were responsive to user input. All buttons spring back as normal when pressed. It was noted that there was contamination around 'ok' button contact observed.

Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.